Event description:
The customer reported that the during the operation, the x-ray stopped and the system displayed the message "fast stop activated". The system was rebooted and worked normally.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer support center operator asked, "if someone pushed emergency button, this was normal. If no one pushed it, this was trouble. The customer understood the possible cause of failure.